Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed wires on the umb cable" was confirmed. The root cause was due to physical damage to the umbilical cable. The umbilical cable was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter received a report from an IV technician involving an automix 3+3 compounder. According to the facility, the umb (umbilical) cable was frayed. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.